Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the device has a red cross. There was no report of pt involvement.